Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis manifested abdominal pain and cloudy effluent. Three months prior to the receipt of this report, the pt was hospitalized for an unreported indication. The following day, the pt experienced peritonitis. The cause of the peritonitis was unknown. On an unknown date, the pt was treated with vancomycin ip (2gm, frequency unknown) (during hospitalization) for peritonitis. The day after the peritonitis event, the patient was discharged from the hospital. It was reported that the event had been ongoing for the past 3 months. At the time of this report, the pt was recovering from the event and pd therapy was ongoing. Additional information was requested but was not available. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers gd895391 and gd895763 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.